Manufacturer narrative:
(B)(4). Concomitant medical products: modular femoral stem press-fit plasma sprayed cementless size 10, pn: 00771301000, ln: 61566681; liner standard 32 mm i.d. For use with 58 mm o.d. Shell, pn: 00630505832, ln: 60924539; femoral head sterile product do not resterilize 12/14 taper, pn: 00801803202, ln: 61697584; kinectiv modular neck g1, pn: 00784802301, ln: 61694709; bone screw 6.5x30 self-tap, pn: 00-6250-065-30, ln: 61560475; bone screw 6.5x30 self-tap, pn: 00-6250-065-30, ln: 61724488. Multiple MDR reports were filed for this event, please see associated reports 0001822565-2019-02048, 0001822565-2019-02050, 0001822565-2019-02051, 0001822565-2019-02087. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that bilateral patient underwent left total hip arthroplasty and subsequently has started to experience pain. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0002648920-2019-00660.

Event description:
No further event information available at the time of this report.